Event description:
A other healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol was removed from the wagon wheel and placed in cartridge. The iol was fine when removed from the wagon wheel. After implantation scratches / cracks were found on the lens. Iol was explanted and replaced with new iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned in sample container along with lens case lid. The iol is immersed in solution. Both haptics intact. The optic is cracked/fractured, with a piece missing and scratched/marked-rejectable. Photo shows implanted iol. The iol has multiple lines/marks over the iol optic. The complainant indicates use of protectalon 1,4% as a viscoelastic, which is not qualified to be used with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions (IFU), as the surgeon states the use of non-qualified ovd. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the lens entered the eye at high speed and last third of the lens was still in the injector. Due to the high speed the zonular lysis and rupture of the anterior inferior capsule occurred. The new lens was implanted in the sulcus after anterior vitrectomy. The hospital stay was extended. The lens was well positioned.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).